Event description:
During a cataract extraction procedure, this phacoemulsification unit would not allow for phaco calibration. The procedure was delayed for approx 1 hr. A microvit cutter was used to remove the cataract since the cataract was very soft.